Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a syncopal episode and passed out. An interrogation of the implantable cardioverter defibrillator (ICD) showed that no episode was recorded on the date that the patient was indicated to have the syncope. The clinician indicated that a few days later, the patient had an episode detected as supra ventricular tachycardia (svt) by the device that should have been ventricular fibrillation (vf). No therapy was provided and the episode terminated spontaneously. The ICD remains in use. No further patient complications have been reported as a result of this event.